Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused black secretions and nasal irritation. The patient alleges that the filter and mask is black and dirty. The patient did report to receive medical intervention and saw a pulmonologist and was prescribed a nasal spray. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged black secretions and nasal irritation. The patient alleges that the filter and mask is black and dirty. The patient did report to receive medical intervention and saw a pulmonologist and was prescribed a nasal spray. Upon further review, it was decided that the customer reporting black filters and nasal irritation with medical intervention of prescribed nasal spray has been assessed as non-serious injury.